Event description:
It was reported the endoeye flex deflectable videoscope exhibited error code b30 and image was not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was found that error code b30 and image not displayed did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.